Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported the customer was having issues with loading a cartridge and having it "click" into place. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined a follow up call from tandem technical support.